Event description:
Procedure type: esophagus. According to the reporter: used for scope port in an open procedure. After the procedure was over they removed the instrument from the cavity and noticed that about 1 mm of the tip of instrument was broken. They irrigated the cavity with 4000cc of saline, however, the broken piece was not found. There was no tissue damage, no bleeding and the or time was not extended. No pt injury was reported. No further pt info available.